Event description:
It is reported that during insertion, the stem disconnected from the baseplate when attempting to implant without the inlay connected.

Manufacturer narrative:
This report will be amended when our investigation is complete.